Manufacturer narrative:
(B)(4). No available code for x-ray.

Event description:
Customer states that during a ladg, a piece of yellow tab was found in the cavity. The surgeon retrieved it from the cavity and confirmed that no more falling pieces were remained in the cavity by x-ray and visual confirmation. Last patient's status: good. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. No bleeding.and would you kindly fix the number of defective units and expected return quantity from 4 to 3? Thank you for your time and support.

Manufacturer narrative:
(B)(4). Post market vigilance led an evaluation of three reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that each reload was fully fired. The reloads were received with the shipping wedges unattached. Damage was noted on the wedge slots that seat within the channel of each shipping wedge. Microscopic evaluation noted that reload 3 had damage to the cutting edge of the knife blade. Each reload was loaded into a post market vigilance instrument for functional testing. Each reload was cycled without hesitation or binding. A review of the device history record indicates this device could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application.